Event description:
It was reported that the patient had a saline supplement to artificial urinary sphincter balloon component for unspecified reasons. No components were removed or replaced. Additional information received indicated that the reason for the additional fluid added to the balloon was that there was difficulty to put pressure on cuff with lack of fluid. The patient outcome was reported as the patient got well.